Event description:
A case of aortic perforation during a left atrial appendage closure (laac) procedure leading to a procedural abortion was reported where the versacross rf wire (vxw) of the versacross connect laac access solution was used for the initial transseptal puncture. Transseptal puncture was completed with the vxw. The vxw was not observed to be in the left atrium and an aortic perforation was noted on echocardiography. The laac procedure was aborted, and protamine was administered. The patient was stable, and no surgical intervention was required. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross rf wire that is included in the versacross connect access solution.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.